Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the knife blade did not work and that there was no patient injury. The device was returned for evaluation with a non-sharp bowtie exposed.

Manufacturer narrative:
(B)(4). Date of initial report : 01/26/2015. Date of follow-up report : 02/18/2015. One lf5544 was returned for evaluation. Visual inspection discovered that the knife webbing was protruding from the hinge. The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. This can happen when the user places excessive tension on the jaws, forcing them out of alignment. The IFU cautions the user to not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. When the knife contacted the back of the seal plate, the trigger was forced and this caused the webbing to protrude. The IFU states to gently pull the cutting trigger to engage the cutting mechanism.